Manufacturer narrative:
H.6. Investigation summary: three photos were received and evaluated. One photo showed 8 marked 10ml barrels with no plunger rods. One photo showed a part of a single 10ml syringe with a broken thumb rest on its plunger rod. One photo showed a single 10ml syringe with damage to its barrel outside the scale markings. It was not possible to evaluate it further due to low photo resolution. It was not clear which batch the samples in photos belonged to. Production records indicate assembly dial jam occurred during manufacture of batch 9037845. Issues with barrel jam and plunger rod dial during assembly were recorded during manufacture of batch 9081855. Potential root cause for the damaged barrel, plunger rod, and missing component defects is associated with the assembly process. Barrels and plunger rods may get damaged during a temporary jam during assembly. The product is rejected, however a limited number may escape detection. Missing plunger rods can occur if plunger rods are absent in the dial during assembly with the barrel. Such an instance is possible after an occurrence of a plunger rod jam. Empty barrels are discarded, though it is possible a limited number could escape detection. No corrective actions are necessary based on the defective rate identified. Batches 9037845 and 9081885 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.

Event description:
It was reported that plunger error occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "syringes with missing parts, syringes with deformed shape and broken syringes".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9037845, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-06. Medical device lot #: 9081855, medical device expiration date: 2024-03-31, device manufacture date: 2019-03-22. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "syringes with missing parts; syringes with deformed shape; broken syringes".